Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 470 mg/dl. The customer's current blood glucose was unknown. Troubleshooting was done for high blood glucose and under delivery. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer stated that they had some air bubble into the reservoir tubing. The customer was treated by insulin drip. The insulin pump will not be returned for analysis.